Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the trunk cable connector wires were pulled from the strain relief. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force. The cause of the incoming test failures is pca board failure inside the distribution node (dn). The cause of the failure is a defective esd700. Pins 1 and 2 were found to be out of tolerance. The root cause of the defective esd cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement electrode belt.